Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) bottom display not working. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed the coiled cord field action where the coil cord (0012-00-1839) was replaced which resolved this problem. The fse completed the cardiosave iabp pm services. Full pm, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was returned for clinical service upon completion.

Event description:
N/a.